Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
Patient fell and fractured her acetabulum resulting in a loose cup.

Manufacturer narrative:
The patient is 165 centimeters in height. An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received, however it is noted that the event description stated that the patient fell and fractured her acetabulum. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient fell and fractured her acetabulum resulting in a loose cup.